Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed, passed all tests performed and exhibited normal device characteristics.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. The crt-d was explanted.